Manufacturer narrative:
One used 142730490 plum 150 ml burette set was received for inspection/investigation. As received, the clave was observed to be partially broken from the upper lid of the burette. There were beach marks observed and the shape of the deformation was angled where one side is higher than the other. The reported complaint of the broken clave from the upper lid and subsequent leakage can be confirmed. The probable cause of the broken clave is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in g1. D9 - date returned to mfg: 23-aug-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The reported complaint involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that had secondary line clave leakage of 5fu during a patient's infusion. There was no obvious defect noted on the tubing set, and no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The solution/ medicine used was 5fu, and the event was noted during infusion. The products were stored in the air-conditioned room in the hospital. There was not any spillage or drug exposure to patient or staff. There was no report of human harm associated with this complaint/event.